Manufacturer narrative:
The customer¿s report of a set breakage was confirmed. The set was received separated at the engagement between the upper fitment and silicone segment. The expected retainer ring component for the upper fitment and silicone segment connection was not received; however visual inspection of the separated silicone segment end confirmed a retainer ring indentation. Functional testing was not performed due to the obvious damage. The root cause of the set breakage was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the distal end of the IV tubing broke off the fitting when starting the infusion. No harm reported by customer.